Manufacturer narrative:
The insulin pump was received with minor scratches on display window, cracked reservoir tube lip, missing end cap sticker, and loose/protruded drive support disk noted. No cracks near battery compartment noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that there were many scratches on the display window. Customer's blood glucose was unknown. The customer also reported several cracks near the battery compartment. The customer agreed to return the insulin pump for analysis.